Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. Returned to manufacturer on: unknown. The investigation date has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 71131 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes were popping off holder during venipuncture. No serious injury or medical intervention reported.